Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The PICC was leaking at the hub. The PICC was removed and a new PICC was placed in the patient. No part of the device remained inside the patient. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Correction to initial was filed within the 30 day time frame regardless of corrected date. Investigation - evaluation: a review of the complaint history, device history record, specifications, and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported: the 43.9cm of catheter remained -the clear extension tubing exiting the purple hub had a visible hole adjacent to the purple hub -the device was returned with a white and blue adapter attached to the hub. It would readily screw on and off the hub. The complaint device was returned and an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
The PICC was leaking at the hub. The PICC was removed and a new PICC was placed in the patient. No part of the device remained inside the patient. No adverse effects to the patient were reported due to this occurrence.